Event description:
It was reported that the charger cord is burnt. A replacement charger was sent to the patient. No serious injury was reported.

Manufacturer narrative:
This report is submitted on april 05, 2024.